Event description:
Worker was installing a set of collimators. The left side locked and the light turned green. The right side attempted to lock; however, neither the red or green light turned on. The system then backed away as if both sides locked. Worker manually held the right side on while the customer drove the camera back on the cart.